Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 at 2 am with a blood glucose level of blood glucose of 36 to 412 mg/dl. The customer was treated with food. The customer was not wearing the insulin pump during the hospitalization. The customer did not troubleshoot and did not send the product back for analysis.